Manufacturer narrative:
Customer is claiming false negative because she and her daughter tested negative using the ihealth flu a&b/covid-19 3-in-1 rapid test, then she tested positive for covid and her daughter tested positive for flu b at the walk in clinic. 1st test used (B)(6) 2025 2nd test (B)(6) 2025 both used mid day around 11am or so. Both went to the walk in clinic and tested there for flu/covid. Tester from (B)(6) 2025 tested positive for flu b at the doctors negative at home tester from (B)(6) 2025 tested at the doctor. Tested positive at the doctors for covid and negative at home. The type of test performed at the clinic was not specified. The manufacturer retested the lot (242cf10826) with flub and covid positive samples ,no false negative were detected.

Event description:
Event details: purchased a 2 pack flu/covid test. I tested my daughter and myself both came back negative. Ended up at the walk in for both of us that day as we felt awful with negative tests and needed to find out what was wrong. Well the tests did not work. She has flu b and I have covid yet your tests both said we were both negative =/ its a lot of money to spend for tests that are not accurate.